Event description:
Customer reported headstart chair sensor belt, torn and did not activate the posey alarm. Per (B)(6) I only have one of the belts available. The other one they threw away but had taken a picture. Advised not sure what patient was doing but does know he likes to figet but isn't as strong. Pn: 8399 or 8399l. Lot 4254t236. Patient did fall but no injuries. First fall was on 1/11, staff heard a loud noise and went into room to find patient on floor. Patient was sitting on recliner at the time, the alarm did not alert staff. The incident occurred on 1/20. I am not entirely sure how long the belt had been on him, but he had been here at least a month on 1/11. No further details provided. Sensor belt will be returned, please advise on qa results.

Manufacturer narrative:
H3: visual findings did not observe any damage to the product. The returned sensor was evaluated with an in-house 8645 unit and was found to work as intended. The sensor belt sent a signal to activate the unit when the silver conductive hook and loop were detached. The warning section of the IFU states, before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands: the need to call for assistance before exiting the chair; and how to self-release. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).